Event description:
It was reported that the patient experienced compromised (pinched/kinked) cannulas on (b)(6) 2026. The compromised cannula led to ketones and vomiting. The issue was reported to occur approximately once per week and was typically identified within one day of infusion set use.

Manufacturer narrative:
Name: Tandem.Country: United States of America.Street: 11045 ROSELLE STREET.City: SAN DIEGO.State: California.Zip Code: 92121. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545, Manufacturing Site: 3003442380.